Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) review indicated multiple alarms for cassette not properly attached and repeated reattach cassette. A 12-month service history review showed no prior repairs during the period. Visual inspection and functional testing were performed, and the issue was reproduced during the dso/uso occlusion test, where the pump continued to display 'attach correctly.' The complainant¿s allegation was confirmed. The dso sensor and seal were replaced, with the probable cause identified as a damaged dso sensor. The device passed all functional testing after repair.

Event description:
It was reported that the pump keeps showing the cassette not attached properly alarm. Per reporter, the event occurred while in use with a patient at the patient's home. No symptoms were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.